Event description:
It was reported that during a da vinci sigmoid resection procedure, the customer noted that the endowrist one vessel sealer instrument failed to calibrate. The surgical staff tried to trouble shoot and determined it was the instrument, the instrument was replaced. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument was placed on an in house da vinci system, and it did not pass self-test. The instrument was never used as instrument data log showed that the instrument had one life remaining. Upon further failure analysis investigation, the vessel sealer instrument had blade dislodged between grips. Self-test would not pass and vessel sealer instrument would not engage. Neither blade, cable nor blade was bent. The instrument passed self test with no error messages after blade was re-seated. The vessel sealer instrument passed electrical continuity testing. An additional observation not reported by site was that the snake wrist was dislodged. No pieces were missing. Instrument data log showed several homing failed error logs indicating vessel sealer instrument was unable to pass self-test. No other damage was found.